Event description:
It was reported that the patient presented to the clinic complaining of not feeling well. The atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.